Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, post deployment, transesophageal echocardiogram (tee) indicated moderate central aortic regurgitation (ar) with some paravalvular leak (pvl). A balloon aortic valvuloplasty was performed, resolving the ar and improving the pvl to trace. One day post implant, a tee showed moderate to severe aortic regurgitation. Two days post implant, a second valve was implanted valve-in-valve. A tee revealed no central aortic regurgitation and some pvl. Thirteen days post implant, the patient was admitted for chest pain and died shortly after. The specific cause of death was not reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: multiple attempts for additional information have been requested however, have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.